Event description:
Allergic [hypersensitivity]. Case description: spontaneous report received on 22-apr-2010 and 23-apr-2010 from a health care provider via a company rep regarding a (B) (6) female pt (unk initials). The pt had a history of gastric cancer. The pt also had history of an unspecific operation for "gynecologic cancer" and she had a "synechotomy" during the operation. The pt had a total gastrectomy for her gastric cancer on an unspecified date at the end of (B) (6) 2009. Two sheets of seprafilm were placed under the incision and at lower abdomen. Around (B) (6) 2010, the pt developed an allergic reaction under the incision and intestinal tract which was where the seprafilm had been placed. The hcp reported that the event was severe, life-threatening, serious and probably related to seprafilm. The hcp had almost 1,000 "cases" experiences to use seprafilm, but this case was his first experience." On (B) (6) 2010 the event resolved.